Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented with mechanical issues during a routine follow up. A surgical procedure was performed in which the ipp was removed and replaced with an ambicor. The doctor cycled the device in the operation room nothing happened. On removal of the pump, it was found to be empty. The physician believes that there was a failure at the tubing connection. The removal of implant was completed by cutting device apart. The surgery results were good and patient is set to fully recover.